Event description:
It was reported by a customer in the USA that an 840 ventilator graphical user interface (gui) lower display was blank. There was no patient involvement.

Manufacturer narrative:
The eval and repair of this ventilator has not yet begun. (B)(4).